Manufacturer narrative:
Additional information: d10, h3 plant investigation: a product history review was performed. A review of the complaint management system identified 5 additional complaints related to conductivity issues with the reported lot. A review of the product inventory records for lot no. 20lxac078 indicated that (B)(4) cases of finished product were manufactured for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20lxac078 met release specifications. As of 11/20/2020 no samples were returned. Samples are not needed to confirm the allegation. Through other complaint allegations of the same issue for lots 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing which were tested at both the oregon and irving laboratories and results were found to be conflicting. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot 20lxac078 did not meet release specifications and the allegation conductivity low was confirmed. In conclusion, 20lxac078 release testing was found to be compromised due to the deficient test method. A non-conformance was opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic biomedical technician (bmt) reported to fresenius customer service that they received low conductivity values from naturalyte during setup for hd treatment. Upon follow up with the bmt it was confirmed that the low conductivity values were received during testing of naturalyte prior to patient use. The theoretical conductivity values were set to 13.7 ms/cm and the actual conductivity value was 13.3 ms/cm. The clinic reverted to using an unknown batch of naturalyte that did not have low conductivity issues. There are still cases available for return. A pickup was scheduled to return samples. The clinic is currently using medavators bicarb (part and lot # are unknown).